Event description:
It was reported that during a biventricular defibrillator implantation treatment procedure a guide wire fracture occurred. Vascular access was obtained via the left subclavian vein. The pt graphix guide wire was advanced and placed inside the posterolateral vein. Next, a left ventricular pacemaker lead was advanced 50 cm over the pt graphix, however, resistance was noted. Using fluoroscopy the physician noted that the guide wire was "turned down" inside the heart. The physician pulled the guide wire 2-3cm without resistance in an attempt to stretch the wire, however, about 1cm of the distal tip of the guide wire detached inside the posterolateral vein. No attempts were made to retrieve the detached tip since the posterolateral vein is blocked by the implanted pace maker lead and the physician does not expect "any consequences." The procedure was completed with a non-bsc guide wire. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a biventricular defibrillator implantation treatment procedure a guide wire fracture occurred. Vascular access was obtained via the left subclavian vein. The pt graphix guide wire was advanced and placed inside the posterolateral vein. Next, a left ventricular pacemaker lead was advanced 50 cm over the pt graphix, however, resistance was noted. Using fluoroscopy the physician noted that the guide wire was "turned down" inside the heart. The physician pulled the guide wire 2-3cm without resistance in an attempt to stretch the wire, however, about 1cm of the distal tip of the guide wire detached inside the posterolateral vein. No attempts were made to retrieve the detached tip since the posterolateral vein is blocked by the implanted pace maker lead and the physician does not expect "any consequences". The procedure was completed with a non-bsc guide wire. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual inspection of the returned device revealed several bends on the distal end of the guidewire and three kinks along the body approximately at 127.5cm, 149cm and 167.5cm from the distal end. The distal tip has proper shape, is within specification and shows no evidence of fracture. The length of the wire was measure and was found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).